Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they inserted battery and the pump did nothing. The customer states they turned the battery cap loose and they received weak battery alarm. The customer's blood glucose level was 180mg/dl. Troubleshoot was conducted. The customer was advised they would be sent replacement battery cap. The customer was advised to monitor the device and call back if issues persist.